Event description:
The customer reported a false negative while running the alinity m hr hpv assay. Sample ID (B)(6) processed on (B)(6) 2026 initially generated result "not detected" and result "other b" detected upon re-processing. Field application specialist (fas) downloaded log files. Log file analysis revealed that the visual pcr curve inspection shows non-sigmoidal behavior for "other b" target. The sample was re-processed on the same day on alinity m sn (B)(6) at 19:02 of local time with result "other b" detected (fractional cycle number [fcn] of 21.12 with max ratio [mr] of 0.11). The customer provided information that the result for sample sid (B)(6) will be released from the laboratory as "other b" detected. There was no report of impact to patient management.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.